Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs provided showed that the hip arthroplasty was anatomically aligned with a longitudinally oriented fracture of the lesser trochanter that was minimally displaced. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 1 week later due to a bone fracture around the medial calcar. The stem was revised. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cat#00711505432 cemented constrained liner packaged with constraining ring 32 mm i.d. For use with 54 mm o.d. Shell lot#64545430. Zimmer cat#00801803202 femoral head sterile product do not resterilize 12/14 taper lot#64839657. Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total hip arthroplasty approximately 1 month ago. Subsequently, patient underwent a revision procedure approximately 1 week later due to an unknown fracture. The stem was revised. Attempts have been made and additional information on the reported event is unavailable at this time.